Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Sets peeling off blue plastic that are depositing on the sterile wrapping. Due to this, the sterility of the set was rejected by hospital. Sets do not meet quality standards. Additional anesthesia, nerve block was done, surgery cancelled.